Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button trace was creased. The cause of the non-functional response buttons is the damaged trace. Additionally, the monitor reset after delivering a pulse during distributor functionality testing. The root cause of the creased trace cannot be positively identified. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.